Event description:
The surgeon reported to a medtronic sales rep that "the visao drill started working without anybody touching anything. The drill console displayed a speed of 1000 rpm. There was no electro cautery or imaging equipment in the operating room or near the operating room." No impact to the patient.

Manufacturer narrative:
The medtronic europe repair center reports that the drill motor ran rough, the power cable was physically damaged. It had been in use at the facility for 10 months. Drill did not pass the electrical safety test. Replaced the motor and cable assembly and re-tested. Drill returned to the customer. Root cause: use damage; wear & tear.